Event description:
It was reported the customer had a 33 mg/dl and the ambulance was at her home. Customer was on the pump for 3 days. The emts gave her IV glucose and they didn't take her to the hospital. Pump not requested for return because customer will continue to troubleshoot the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned.